Event description:
The reporter called and alleged a discrepant result on the device when compared to the lab. The reported device result was 4.4 inr. The corresponding lab result reported was 3.2 inr. The reporter did not provide treatment info. The reporter declined product replacement.